Event description:
It was reported that during a-fib procedure, the patient developed a pericardial effusion that was confirmed by ice. A pericardiocentesis was performed. The patient was reported in stable condition. The acunav catheter was returned.

Manufacturer narrative:
Product analysis will not be conducted since the ez steer thermocool sf catheter was discarded. No additional information has been received from the customer. Concomitant products: carto 3 system us catalog #: fg540000 serial # (B)(4); stockert 70 system us catalog #: s7001 serial # (B)(4); cool flow pump us catalog #: cfp002 serial #: (B)(4); acunav 10f-90 catheter us catalog #: 08255790 lot #: an015624. (B)(4).